Event description:
A malfunction alarm labeled as "malf 12" occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump by customer technical support, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.